Event description:
This event was reported as annuloplasty ring explanted due to an unknown reason. Due to "hiipa". The hosp and surgeon office will not release any pt info. No further info was provided.